Event description:
Account reports one incident in which the reported device was being utilized for a dobutamine stress test, with the dobutamine being the primary line. The set was primed, utilized on an fg8500 pump and connected to the pt's catheter. The hcp moved the slide clamp to the closed position. The pt's heart rate began to escalate, the pt became short of breath, and it was noted that fluid was still flowing. The dobutamine was discontinued, normal saline hung and 20 mg of lasix given. After approx 20 minutes, the pt returned to pre-test state.